Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first two staples appeared misaligned with one unformed staple stuck in the cover block. There were no clear signs of biological material on the device and the trigger was not returned engaged. The stapler was received with 12 staples remaining in the cover block, indicating that at least 23 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The unformed staple was removed prior to functional testing. Upon engagement of the trigger, the first staple properly formed and released. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. The remaining staples were successfully applied to the simulated skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first two staples were misaligned and one unformed staple stuck in the cover block. Upon functional inspection, after the removal of the unformed staple, the remaining staples formed and fired properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". No report of patient harm or injury.